Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On follow-up, episodes of oversensing are observed in the ventricular channel that produce pacing inhibition. (Programmed in ddd). After the follow-up carried out, the pacemaker is interrogated again and it appears programmed in vvi 70 mode. The doctor indicates that it is possible that while performing maneuvers he may have pressed the emergency button on the head. It is reprogrammed in ddd. Leads models are unknown. The doctor asks us to confirm the origin of the oversensing and the reason for the change to vvi.